Event description:
Kimberly-clark tracheostomy heat and moisture exchanger. Lot numbers 0200942, 360476, 0201076. All lot numbers contains an oily moisture substance in the device. Manufacturer representative picked up product and verified defect.